Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Additionally, it was found missing adhesive at elevator cover. However, the presumed cause could not be identified, and a definitive root cause could not be determined for both events. The event can be detected prevented by following the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was during an unspecified diagnostic procedure.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope had an object stuck in the suction channel. The issue was found during an unknown procedure. There were no reports of patient harm.